Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s current blood glucose was 128 mg/dl and had treated it with food. The customer had been experiencing low blood glucose for today. Based on the customer report proceeding in troubleshooting, the customer alleged possible pump over delivery as she thinks the pump programming is wrong. The customer that the highest blood glucose she has had in the last 24hoursrs was 127mg/dl. The customer had a whole bunch of jelly beans, yogurt, and nuts and still blood glucose was 128mg/dl. The insulin pump will not be returned for analysis.